Event description:
Subsequent to initial report a user facility medwatch report was received reporting: the wire did not come out when fired. The device was being tested prior to use on the patient and malfunctioned. The device was removed and sent to the company for investigation. The device did not do what it supposed to do.

Manufacturer narrative:
(B)(4). Correction - information received indicated that the device was used during testing outside the patient anatomy. Report changed from a serious injury to a malfunction. Evaluation summary: a device was returned for analysis. The plunger, suture, link and needles were in the pre-deployed position. There was no blood noted in the marker lumen tube. The returned device showed no known device problem; therefore, the reported complaint was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the suture was attempted in a common femoral artery using perclose proglide device. Reportedly, during pre-close suture deployment in a 6-french sized access site, no suture was present when the needle plunger was removed. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and clamped to the side. The sheath was upsized to a 20-french. After conclusion of the aaa repair procedure, the knots from the two pre-placed proglide sutures were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.